Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that "one month" prior to contacting lifescan she obtained results of &#52339;9 and 159mg/dl" on the subject meter, performed within 20 minutes of each other. Based on statistical methodology the calculated difference in results satisfies lifescan's criteria for precision. The patient manages her diabetes with oral medication, diet and exercise and claimed that one month prior to contacting lifescan she decreased her food/drink intake in response to the alleged issue. The patient denied developing any symptoms however stated that three weeks prior to contacting lifescan she visited her doctor's office, where she received treatment from a healthcare professional (hcp) with glucose tabs/gel. The patient reported having her blood glucose tested on a lab device but could not specify when the test was performed or what results were obtained. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient received medical intervention from a hcp after the alleged meter issue occurred.